Manufacturer narrative:
H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an iq wireless battery module had an improper shutdown. This occurred during delivery in coronary care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "improper shutdown" was not reproduced, however the evaluator observed fluid intrusion to the battery contacts causing corrosion. Corrosion on the battery contacts could cause an intermittent connection with the battery pins on the pump. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the fluid intrusion to the battery contacts causing corrosion. The battery contacts required to be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.